Event description:
Per the clinic, the patient developed an infection at the implant site. It was reported that the patient underwent revision surgery on (B)(6) 2026, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the implant and abutment was removed and an implant was placed at a new site. Additional information has been requested but has not been made available as of the date of this report.